Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retain testing to confirm the reactivity of the jka antigen. Results were satisfactory. Pt sample was returned to ocd for testing. Reactivity was not observed with vss137. Pt sample produced variable results with additional jka+ cells tested.